Event description:
Had mentor round smooth cohesive silicone breast implants placed in (B)(6) of 2007. (B)(6) 2014 began to suffer debilitating autoimmune symptoms, hair loss, severe neck and back pain, hand and arm numbness, chest rashes, positive ana, frequent infections. Has gradually worsened and now includes swollen lymph nodes, burning pain behind implants, and many other symptoms similar to those described by thousands of other women. I have a consult for explant scheduled. I am concerned that some or all of the damage done to my body and health may be permanent. FDA safety report ID # (B)(4).